Event description:
It was reported that the system had a disc error upon start-up and no image during fluoroscopy; thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and repaired the interconnect cable and reformatted the hard drive. The system operates as intended.